Event description:
A consumer reported receiving a high blood glucose value of 340 mg/dl. When compared to a laboratory value of 211 mg/dl. These values when plotted on a clarke error grid fall into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.